Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a red irritation under her left breast. There is no alleged device malfunction. The patient's physician recommended that the patient end use of the lifevest. Follow-up indicated that the patient ended use of the lifevest and the irritation was improving.